Event description:
False negative result(s). False negative - flu a. The user posted "I bought the pack of 5. I tested negative three days into the worst illness of my life. The following day I went to my md and tested positive for flu a. The tests were the easiest I've used. But that's no good if they don't work."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.